Manufacturer narrative:
A2) patient date of birth and age ¿ not available from the facility. A4) patient weight - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history ¿ not available from the facility. H6) based on the device evaluation and investigation, the probable cause of the missing material could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to cied system/pocket infection. Spectranetics lld lead locking devices were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the rv lead, progress stalled and switched to the ra lead; however, encountered the same obstruction. Targeting the rv lead again, further advancement was made but stalled once more. After attempts to clear, and saline flushing proved ineffective, a new 14f glidelight was used. The rv and ra lead were removed successfully. The patient survived the procedure. Upon device evaluation on 11dec2025, visual inspection found a kink on the tail tube with scraping on the outer jacket near the distal tip. Additionally, there were cracked fibers and missing epoxy observed. Using a borescope to image the inner lumen of the glidelight, a large piece of lead insulation was present, blocking the inner lumen approximately 50 mm from the distal tip. This report captures the glidelight with missing material, potential for harm.